Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot#: (B)(6), ubd: 05-jul-2019, UDI#: (B)(4); product ID: 3387s-40, serial/lot#: (B)(6), ubd: 05-jul-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had their first surgery in 2016. High impedance was first noted on contact 0 in 2017. Multiple abnormal impedances were noted on contacts 8, 9, and 11 before on (B)(6) 2022 surgery. The last note shows high impedance on left lead contact 0 - >5k monopolar and >10k bipolar and right lead contacts 11 (2994), 9 (2767), and 8 (3661) monopolar and bipolar. The etiology was possibly related to the device/therapy - leads). The contacts have been avoided; no actions taken. The issue is unresolved with no further action planned. There were no patient symptoms.